Manufacturer narrative:
(B)(4) follow up. The customer reported that the stopper was shedding particles. Because a physical sample was not returned, a comprehensive evaluation of the product could not be performed. To support the investigation, three photographs were provided to the quality team for review. Two photographs depict a packaging blister top web, and one photograph shows a syringe outside of the blister package. In the syringe image, the plunger rod has been removed from the barrel, and no visible defects are observed on the syringe rubber stopper. Adjacent to the rubber stopper, a piece of material is present that appears similar in appearance to the syringe rubber stopper. No additional conclusions could be drawn from the photographs. A device history record review was completed for material number 309653, lot 5357667. The review did not identify any quality issues detected during manufacturing that would be expected to contribute to the reported condition. No related quality notifications were identified. All manufacturing processes and final inspections for this lot met applicable specification requirements. To date, no other similar events have been reported for this lot. Based on the information available, including the photographic review, the customer reported symptom is considered confirmed. However, because the actual physical sample was not available for analysis, a probable root cause could not be determined.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, plunger had a rubber gasket discrepancy on plunger, shedding particles into plunger, contaminating infusion and causing waste of cancer medication.